Event description:
The customer alleged that they received a 12 hour positive biological indicator (bi) reading and used three items from the load on patients. She reported that all other items were recalled. There were no reported of injuries related to the unrecalled items. The asp clinical support reviewed the bi procedures with the customer.